Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
It was reported that post-implant a realize adjustable band, the tubing had been severed detected via laparoscope. The location of tube breakage was just below the abdominal cavity, 2cm distal to the peritoneum, approximately 5 cm from the port. The band was replaced. There was no reported patient complications.